Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that there was pcu/lvp/syr/pca plastics recall 2020-dom where unit was eligible for front cover and case rear, unit was affected by r111 syringe sizer misalignment and had r090 syringe gripper recall. There was no patient involvement.